Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. When tried to use at otolaryngology (after insertion to inside of the patient body), it was confirmed that it had got a hole about 1 millimeter near the black spot and the drained fluid was leaked out. Please clarify what is the quality issue experience with each reported product?=>leak occurred from around the black point site and it was found that there was a hole in the drain. ? Were blood stains discovered on the products when opened?=>no, blood stains were on the devices because the devices were used for the patient. ? Please clarify which product presented the quality issue being reported?=>drain ? What is the lot number of each damaged device?=>unk ? Please perform and document the follow up attempt for product return. =>we regularly contact with sale rep about the device returning. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: what products were used during this procedure that had an issue? How many drains were used for the patient? How many leaked? Was there an issue with the reservoir? If there was no issue with the reservoir, ask the customer if may we discard? How was the issue addressed? Did the drain require replacement with a new drain to be placed during a 2nd surgical procedure? If yes, what was the date of the replacement procedure? What was the date of the initial otolaryngology procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an otolaryngology procedure on an unknown date and a drain was used. This issue was that the drainage leaked out near the black point of the drain, so the doctor checked it, it was found that there had been a hole. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: the 2 drains were to be placed in this case, but it was found both got a hole. The hole was discovered during the operation and drain replacement was also completed during the operation. What products were used during this procedure that had an issue? Two drains and one reservoir. How many drains were used for the patient? Two. How many leaked? Two. Was there an issue with the reservoir? No. If there was no issue with the reservoir, ask the customer if may we discard? Yes. How was the issue addressed? Unk. Did the drain require replacement with a new drain to be placed during a 2nd surgical procedure? Unk. If yes, what was the date of the replacement procedure? Na. What was the date of the initial otolaryngology procedure? Unk. Please clarify, what was the quality issue experienced with the jvac reservoir 2179 involved? There was no issue in the reservoir. It was originally reported under (B)(4) that two (2) 2234 blake drains were involved during this procedure. Please clarify what was the quality issue experienced with the second blake drain 2234 reported? There was a hole in each drain. Can you please clarify if leakage occurred with both blake drains? Yes. How was the case resolved? Another drain was used. Was another drain needed to correct the situation? Yes. If yes, was the new drain placed surgically during a second procedure? The new one was placed in the same procedure. Product information: not 2234 corrected to: 2229 ×2 (lot#: unk). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: product received for analysis. Complaint sample review: total two complaint samples were received for evaluation, both the products were inspected visually, below are detailed findings: sample-2: trocar was cut-off from the drain and was not received with the complaint sample. Drain adapter also missed from the complaint sample. There was a cut visible on the drain surface, while zoomed-in the cut area, very sharp marks visible there. Documents review: not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review: not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. It is suspected that, the affected area of the drain might have come in contact with some pinned / sharp tool used prior or during the surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100 % functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There is no scope to missed out such claimed defect, at manufacturing / release stage. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.